Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin was leaking past the first o-ring. The customer stated that the reservoir was wet and insulin was dripping from it. The customer's blood glucose was 523 mg/dl at the time of incident. The customer stated that the high blood glucose was treated by bolus. The customer stated the insulin pump was exposed to fluid from a reservoir leak. The customer stated that there were no cracks on the insulin pump. The customer performed self-test and the insulin pump passed. The insulin pump will not be returned for analysis.